Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed low battery alert, power loss alarm and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert, power loss alarm and replace battery now alarm, problem isolated to electronic assemblies. Unit received with corroded battery tube.

Event description:
Information received by medtronic indicated that insulin pump received low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated the battery was not previously used. Customer stated the battery cap not loose, cracked or damaged. The device will be returned for analysis.